Event description:
A consumer reported blurry distance vision following intraocular lens (iol) implant surgery. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The prod was not returned for analysis; the device remains implanted. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted.